Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt546 adult nasal cannula "disconnected from the nasal prongs" during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The opt546 interface is used to deliver humidified oxygen to pts. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the pt's neck or attached to the pt's clothing or bedding to remove the load of the breathing circuit from the pt's nares. Method: the complaint device was returned and was visually inspected. Results: the complaint device was received with the evaqua tubing detached from the manifold. There were no holes or any other kind of damage to the flexi tubing. No damage was noted to the other parts of the device. A lot check could not be performed as no lot number has been provided. Conclusion: the opt546 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. We are unable to determine the root cause of the separation and the returned device was free of any other damage.